Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted. Reportedly, the customer stated that back up therapy would be obtained. Multiple attempts were made by tandem¿s technical support to verify that the customer was able to obtain back up therapy; however, no additional information regarding this event was provided.